Event description:
It was reported that the catheter failed a dye study. It was noted the catheter was kinked at the distal segment. Revision was required and the malfunctioning portion of the catheter was located; and a portion of the spinal segment was removed. The patency of the remaining portion of catheter was checked. A new spinal segment was connected and sutured. The patient was then receiving effective therapy and doing well. The issue was resolved, and the patient status at the time of the report was alive with no injury. The pump system was being used to infuse dilaudid.

Manufacturer narrative:
Product ID: 8703w, lot# j0056588r, implanted: (B)(6) 2001, product type: catheter. (B)(4).